Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Concomitant medical products: unknown versys femoral head 12/14 taper, p/n unknown, l/n unknown; unknown zimmer m/l taper, p/n unknown, l/n unknown; unknown liner, p/n unknown, l/n unknown; unknown cup, p/n unknown, l/n unknown. Multiple MDR reports were filed for this event. Please see reports: 0001822565-2017-05743; 0001822565-2017-05744; 0001822565-2017-05746.

Event description:
It was reported patient was discharged from the hospital following a revision procedure on antibiotics for presumed aspiration pneumonia. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Concomitant medical products: 00771100900, femoral stem 12/14 neck taper, unknown. The 00630505636, xlpe poly liner, 63212435. The 00877703601, biolox® option head, 2805501. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05744-1, 0001822565-2017-05746-1.